Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were catheter complications. An x-ray was done and the tip could not be seen. A dye study was not performed. They were going to revise the catheter. The pt was on a minimum rate and was on oral morphine. Hcp felt the pt was not getting effective therapy. Add'l info has been requested, but was not available as of the date of this report.